Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication orders did not go through. A technical support specialist (tss) identified that the device was experiencing operational issues. After the device was restarted, the messages were processed successfully and functioned as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medication orders did not go through. The customer reported that medication orders were submitted via hl7; however, the orders did not process through the mql. As a result, the customer was required to override the items. However, there were no delays or adverse events or injuries reported based on this event.